Event description:
This complaint is now reportable based on the analysis completed in late 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with 12x2.50mm taxus liberte stent. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad). There were significant resistance encountered during insertion and intravascular ultrasound (ivus) was not used. The vascular access site was right femoral. No patient injuries or complication were reported. Patient's condition is listed as "good". Device analysis indicated that stent damage occurred.

Manufacturer narrative:
Examination found that the distal edge of the stent was damaged. Struts on the stent rows 1 to 2 from the distal edge were raised distally. This type of damage is consistent with the delivery system encountering some form of restriction. The outer was kinked along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for both the top assembly batches found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.